Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 145cm and a 3mm x 40mm x 146cm coyote es balloon catheters were each used for dilatation. However, during the initial inflation at 5 atmospheres for 2 seconds, the balloons ruptured near the center. The devices were removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.